Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the pt's tissue. The device had to be forced open manually. The clip applier would not open. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.